Manufacturer narrative:
Mindray service representatives upgraded the system software and the replaced the hard drive. Tested, calibrated, and safety checked unit to factory specifications.

Event description:
Customer reported the dpm central station reboot which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.